Event description:
The consumer indicated the applicator on three of her tampons were cracked and the tips contained a brown discoloration that appeared to be mold.

Manufacturer narrative:
Device history record could not be reviewed as an invalid lot code was provided by the consumer. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.